Event description:
The ge oec 6800 fluoroscopy system had touchscreen failure that disabled system.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective touchscreen and replaced the touchscreen fuse. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.